Manufacturer narrative:
An event regarding infection involving an unknown abg stem was reported. Osteolysis was confirmed as a result of a medical review. Method & results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted; [...] Procedure-related factors: - end of normal service life for the abg liner with ¿normal¿ wear given patient age and implantation conditions. Patient-related factors - no info. Device-related factors: - none diagnosis: - end of normal service life condition for an abg liner with normal wear rate given patient age and implantation conditions contributed to osteolysis with failure of the devices requiring revision. A concomitant infection, possibly triggered by the extreme osteolysis around the arthroplasty, required a two-stage approach to repair with at first complete device removal. -device history review: not performed as device details are unknown. -complaint history review: not performed as no lot/sterile lot information was provided. Conclusion: a review of the provided x-rays by a clinical consultant concluded [...] End of normal service life condition for an abg liner with normal wear rate given patient age and implantation conditions contributed to osteolysis with failure of the devices requiring revision. A concomitant infection, possibly triggered by the extreme osteolysis around the arthroplasty, required a two-stage approach to repair with at first complete device removal.[...] No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
(B)(6) hospital reported that a customer was initially implanted with an abg prosthesis on (B)(6) 1994 for a right hip coxarthrosis. The customer reported following polyethylene wear and an infection, the patient has undergone a revision surgery. Update 15 february 2018: a review by a clinical consultant has identified wear of an unknown abg liner, and osteolysis around an unknown abg shell and stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(6) hospital reported that a customer was initially implanted with an abg prosthesis on (B)(6) 1994 for a right hip coxarthrosis. The customer reported following polyethylene wear and an infection, the patient has undergone a revision surgery.